Event description:
It was reported while using bd vacutainer® lh 68 i.u. Plus blood collection tubes, small fragments break off the cap of an unspecified number of tubes after they pass through the tempus analyzer. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary bd received 13 photos for investigation. The evaluation of the photographs did showcase damage to the caps. However, the caps which show the damage have been drawn with water and processed by the analyzer, indicating that the damage is caused by the analyzer. Further information/investigation is required from the customer to determine root cause. Ftir testing was completed to establish what unidentified matter was discovered in the customer's tempus tube transport system. An ftir spectrum was collected on each sample using an ft-ir-atr and compared against likely control material spectra. Each of the samples was a close match to polyethylene which is the hemoguard shield material. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: other damage to product/component. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® lh 68 i.u. Plus blood collection tubes, small fragments break off the cap of an unspecified number of tubes after they pass through the tempus analyzer. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary : bd received 11 photos for investigation. The evaluation of the photographs did not showcase any damaged caps. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: other damage to product/component. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® lh 68 i.u. Plus blood collection tubes, small fragments break off the cap of an unspecified number of tubes after they pass through the tempus analyzer. No adverse impact was reported regarding the patient or user.